Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) reported that the device was explanted in less than one year because the battery depleted early.